Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, after the initial clip while using the clip applier, a small plastic fiber was observed inside the abdominal cavity. As stated, there was a device fragment or component that fell into the patient¿s cavity and it was not left in the patient. There was no patient injury.